Event description:
Caller reported that a pump malfunction occurred, with no notable events prior to the issue. Blood glucose level was not adversely affected, as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to contact support if the issue reappeared.